Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare profesional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease smooth opening on posterior side assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted.